Event description:
Maude report received from the FDA on (B)(6), 2010 to communicate a customer report of a stopcock manifold that was cracked in half while medications were infusing into a central line. The customer was unsure of the length of time the crack was present. No additional information was available.

Manufacturer narrative:
The facility information was not provided in the maude report, therefore no further information can be obtained. (B)(4)